Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant product: guide wire: radifocus. The device was not returned for analysis. The investigation determined that the reported balloon rupture appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure to treat a heavily calcified, 90% stenosed, de novo lesion in a superficial femoral artery, the protective sheath of a 4.0x60mm/80cm armada 35 balloon dilatation catheter (bdc) was removed without issue, and the bdc was soaked in saline and prepped via air aspiration prior to use, while outside of patient anatomy. The armada 35 bdc was advanced to the target lesion and crossed without resistance. During the first inflation, the balloon ruptured at 5 atmospheres after 1 second; loss of gauge pressure and blood in the syringe were noted. The armada 35 was withdrawn from the anatomy without resistance. An armada 35 5.0x60mm bdc was used to complete dilatation without issue. The procedure was successfully completed via implantation of an unspecified stent. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.